Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer did not report receiving the field correction notice, so tandem technical support confirmed and updated the email address, resent the notice, and completed the form on behalf of the customer. Customer was advised on putting the pump into storage mode before returning it and instructed to return the malfunctioning pump to tandem using a pre-paid label within 10 days. A replacement pump was sent to the customer.